Event description:
During a pulsed radio frequency procedure, all the ports on the generator experienced an increase above 42 degree celsius in temperature. The patient was prepped and the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported temperature issue was confirmed. During simulation testing the temperature issue was reproduced and the temperature shown on the screen was over the limit. Based on the provided information and the observed symptoms we determined that the temperature board was faulty. The temperature board was replaced and the reported event was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.